Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that the bd plastipak¿ syringe 1ml had the scale markings rub off. The following information was provided by the client: "the customer reports that the mls numbers on the syringe come out of the package even though they have not used water on the surface part. The surface of the syringe that peels off the numbers right after use."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. H6: investigation summary sample and photos received for investigation. Upon visual inspection, scale of the syringes are blurred and ineligible. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Possible root cause is associated with user error. Syringes are sterile and for single use, requiring their disposal after use. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringe 1ml had the scale markings rub off. The following information was provided by the client: "the customer reports that the mls numbers on the syringe come out of the package even though they have not used water on the surface part. The surface of the syringe that peels off the numbers right after use."